Event description:
New information reported stated that the patient had a recent follow-up and the pulse generator battery was checked, it was noted that the battery capacity had increased and improved. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator exhibited excessive battery current drain. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(6) 2017 stated that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited unexplained drop in longevity in battery again. No intervention was performed.